Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient experienced a pneumothorax. A small nodule was fused to the pleura. However, the exact location of where the nodule was located is unknown. The patient remained hospitalized overnight and was discharged the next day. The following information is unknown: the cause of the pneumothorax, the severity of the complication, and what medical intervention (if any) was rendered due to the pneumothorax. Multiple attempts to contact the initial reported were made; no response received.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.